Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received (B)(6) 2026: chemotherapy: oxaliplatin + calcium folinate infusion over approximately 2 hours using a standard infusion pump within the chemotherapy suite. Chemotherapy was administered using standard infusion pumps within the chemotherapy suite, not via a home pump or in an ambulatory suite. Flushing was carried out using 10mlsyringes throughout, in line with standard practice. Not syringes smaller than 10ml were used at any point.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported a single-lumen PICC was inserted on (B)(6) /2026 for chemotherapy. The catheter length was 50 cm, with 6 cm external at insertion. On (B)(6) 2026, during administration of chemotherapy via the PICC, the patient experienced pain and swelling around the PICC insertion site and surrounding area. Chemotherapy extravasation was suspected. Following removal of the PICC, a hole was noted in the catheter between the 9 cm and 10 cm markings. The patient was referred for assessment and management of the suspected chemotherapy extravasation and underwent appropriate treatment as per the extravasation protocol. Patient required insertion of a replacement PICC to enable completion of the planned treatment. Additional information received: patient was receiving oxaliplatin. Hydrocortisone cream applied locally. There was no long-term harm to the patient.